Event description:
It was reported during a follow up, physician decided to perform an x ray and found eternalized conductors. The electrical values are good and stable. The physician decided to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.